Manufacturer narrative:
(B)(4). Date sent: 4/16/2024. D4: batch # a9c16k. Investigation summary. . The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device found that it was received not fired. The bag was returned supported by the arms and suture. However, no evidences of the suture being torn or cut was found. In addition, the packaging opened was returned along with the instrument. The firing sequence was completed and the device performed as intended; no anomalies were noted. The event could not be confirmed as not enough information about the event was provided. The device was disassembled and no anomalies could be observed. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4), date sent: 3/19/2024. Additional information was requested and the following was obtained: "1- all pieces were retrieved immediately with prolong operative time. 2- no change in the post-op patient care or management".

Manufacturer narrative:
(B)(4). Date sent: 2/28/2024. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "were all pieces retrieved from the patient? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the pouch got stuck, then it was cut off. Procedure delayed. No patient consequences.